Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: updated b1 to "adverse event", h1 to "serious injury", and h6 - component codes to 4743 - liner.

Event description:
Name of procedure being performed: "lavh". Detailed description of event: hospital: [name] "at the [name]conference held in [name] from april 23 to 26, I received feedback from a doctor about gelpoint mini, and I would like to share that information with the team members. He has been using the gelpoint mini in lavh so far, but he seems to have experienced the alexis sheath torn and the vaginal wall torn when excessive force was applied to the gel seal cap during surgery. In each case, a new box was opened or the laceration on the vaginal wall was repaired and the surgery was completed, with no damage to the patient. We heard this feedback at the booth, so there is no information on the date or lot #" additional information received via email on 28apr2021 from [name], applied medical clinical development manager: the surgeon is [name] at [name]. The surgeon has experienced the event several times but "he hasn't told us the exact number." It is unknown how the laceration was repaired when the vaginal wall was torn. It is unknown what action was being performed by the surgeon when the "excessive force" was applied to the gel seal cap. There was particulation of the alexis sheath. All parts of the alexis were removed from the patient. The products were not saved by the facility. The following information comes from the cer form provided by [name]: "professor [name] has been using the gelpoint mini in lavh for some time, but if excessive force is applied to the gel sheath cap during surgical operation, the alexis sheath may tear or the vaginal wall may tear. The equipment used is a scope and forceps for general laparo, but he said that he experienced such a case when a strong force was applied to the gel seal cap by these operations. This information was written in the cer based on the story I heard from professor (B)(6)at the [name] held in [name], so there is no information on the date when the event occurred or the lot number. In each case, a new box was opened or the laceration on the vaginal wall was repaired and the surgery was completed, with no damage to the patient." Patient status (what happened as a result of this event?) "Vaginal wall torn", "laceration on the vaginal wall was repaired [...] With no damage to the patient". Type of intervention "in each case, a new box was opened or the laceration on the vaginal wall was repaired and the surgery was completed".

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: "lavh". Detailed description of event: hospital: [name]. "At the [name] conference held in [name] from (B)(6), I received feedback from a doctor about gelpoint mini, and I would like to share that information with the team members. He has been using the gelpoint mini in lavh so far, but he seems to have experienced the alexis sheath torn and the vaginal wall torn when excessive force was applied to the gel seal cap during surgery. In each case, a new box was opened or the laceration on the vaginal wall was repaired and the surgery was completed, with no damage to the patient. We heard this feedback at the booth, so there is no information on the date or lot #." Additional information received via email on 28apr2021 from [name], applied medical clinical development manager: the surgeon is [name] at [name]. The surgeon has experienced the event several times but "he hasn't told us the exact number." It is unknown how the laceration was repaired when the vaginal wall was torn. It is unknown what action was being performed by the surgeon when the "excessive force" was applied to the gel seal cap. There was particulation of the alexis sheath. All parts of the alexis were removed from the patient. The products were not saved by the facility. The following information comes from the cer form provided by [name]: "professor [name] has been using the gelpoint mini in lavh for some time, but if excessive force is applied to the gel sheath cap during surgical operation, the alexis sheath may tear or the vaginal wall may tear. The equipment used is a scope and forceps for general laparo, but he said that he experienced such a case when a strong force was applied to the gel seal cap by these operations. This information was written in the cer based on the story I heard from professor (B)(6) at the [name] held in [name], so there is no information on the date when the event occurred or the lot number. In each case, a new box was opened or the laceration on the vaginal wall was repaired and the surgery was completed, with no damage to the patient." Patient status (what happened as a result of this event?): "vaginal wall torn", "laceration on the vaginal wall was repaired [...] With no damage to the patient." Type of intervention: "in each case, a new box was opened or the laceration on the vaginal wall was repaired and the surgery was completed."